Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that they were hospitalized due to a high blood glucose on (B)(6) 2017 around 12:00am. The customer states having had several problems with this insulin pump. The customer states the drive support cap is damaged. The blood glucose value at the time of admission 673 mg/dl. The customer had symptoms of hyperglycemia and heart attack. The customer was treated for the high blood glucose level with an insulin drip. The customer was not wearing the pump at the time of the hospitalization. The customer had been off the insulin pump for less than 48 hours. The customers current blood glucose level was 125mg/dl. The did troubleshooting the issue. The customer was unable to describe the damage to the drive support cap. The insulin pump will be returned for analysis.